Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 5097386.

Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads were discarded by the medical facility.